Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a gauze sponge. The customer states that a piece of the sponge came off into the patient's surgical wound. The surgeon picked out the piece.